Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the last programming session was monday and they had challenges with finding the right settings and it was getting worse and patient was supposed to see their rep but was not going to make it until this friday. Patient states not sleeping in 3 days. Patient talked to representative, yesterday afternoon at 3pm and they brought the stimulation down to less than 1 and it still was not working so patient shut off therapy. Patient is still having challenges walking and stuff. Patient states last night dbs was going crazy , patient could not walk or function and had tingling. Patient states they charged yesterday and before charging the ins charge level was at 50% . During the call , patient was able to confirm with handset that therapy was off. Patient does not want therapy on because they have medicated themself. Patient has an appointment tomorrow with rep. Additional information was received from the patient who stated they had to miss today's appointment because they had some issues. Patient stated they are not programmed yet and they cannot function for a week without this getting done. Patient said they are in really bad shape and they can't get anyone to help them. Agent asked the patient if they are experiencing any symptoms and patient stated a lot. Patient also stated they cannot walk or change their own underwear. Patient mentioned that they turned the therapy off 2 nights ago because it was not working and that didn't help so they turned it on today under rep's supervision. Patient confirmed therapy is on. The patient was redirected to their healthcare provider to further address the issue.